Manufacturer narrative:
The technician found both casters were worn. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Info rec'd indicates the brake caster is not holding and continues to ratchet when in brake.